Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the doctor stated he need to revise asr hip due to pain. Doctor removed 49mm femoral head and 56mm cup. He implanted zimmer tm cup with a 36mm liner. He implanted a 36+8.5 mm ceramic ts femoral head. Implants were immediately sent to pathology so the sales rep was not able to obtain lot numbers or any other explanted information other than the sizes. This is all the information that was provided to me from the doctor and the hospital. Original implant date unknown. Doi: unknown; dor: (B)(6) 2019; unknown affected side.